Manufacturer narrative:
Additional information: d9, h3, h6 h3. Device evaluation summary: product analysis #(B)(4). Lot# h5638050 visual examination of the mas bone screw confirmed bone screw complete fracture of the bone screw head. Optical examination did not identify material defect near the area of fracture origin, which could contribute to crack propagation. Microscopic examination of the fracture surface identified gently curving convex striations through the cross-sectional area of the implant, which is consistent with overload until subsequent mechanical failure of the implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having removal of hard ware at l4, l5-s1 and tlif at the adjacent levels l2-3 and l3-4 for the indication of low back pain with ridicular pain and foraminal stenosis. It was reported that while re-instrumenting right l4 after removal of hardware, the tip of the screwdriver broke. It was able to get the screw out and while advancing with a new screw , encountered very hard bone from the prior fusion and while driving the screw down, the screw head broke. So, the physician places the screw back into right s1 to be able to span the rod across new f usion levels. The broken screw post was implanted as it is. There was no patient symptom reported. There were no further complications reported regarding the event.